Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter kit was used in the patient's bile duct during a biliary stent placement. According to the complainant, during the procedure when the jagwire was removed after advancing it into the lesion, a part of the hydrophilic coating was peeled off exposing the metallic core wire and the hydrophilic tip was said to be detached/separated. Reportedly, the detached piece was expected to be passed naturally by the patient. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of distal tip peeled/detached exposing corewire. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter kit was used in the patient's bile duct during a biliary stent placement. According to the complainant, during the procedure when the jagwire was removed after advancing it into the lesion, a part of the hydrophilic coating was peeled off exposing the metallic core wire and the hydrophilic tip was said to be detached/separated. Reportedly, the detached piece was expected to be passed naturally by the patient. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax section was peeled, partially exposing the corewire. The peeled section was located approximately 1.5cm from the distal end and had a length of 3.4cm. Adhesive remnants were found, indicating that the pebax had been properly attached to the corewire. There was no evidence of corewire fracture, and the ptfe jacket did not present any anomaly. The outer diameter of the guidewire was found to be within specification. The nasobiliary catheter, nasal transfer tube and connecting tube were not returned for analysis. The returned unit was consistent with the complaint that part of the hydrophilic coating peeled off the guidewire; however, the tip of the corewire was not exposed. The available information fails to indicate a definite or probable root cause for this event. A DHR (device history record) review was performed and no deviation was found. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a flexima nasobiliary catheter kit was used in the patient's bile duct during a biliary stent placement. According to the complainant, during the procedure when the jagwire was removed after advancing it into the lesion, a part of the hydrophilic coating was peeled off exposing the metallic core wire and the hydrophilic tip was said to be detached/separated. Reportedly, the detached piece was expected to be passed naturally by the patient. The procedure was completed with the same device. There were no patient complications reported as a result of this event. The patients' condition at the conclusion of the procedure was reported to be good.